Event description:
Customer reported at 6:45, device =123 mg/dl. At 7:00, customer's relative called 911. The ambulance arrived at 7:15. Ambulance device =34 mg/dl and customer was taken the hosp. Customer was admitted to the hosp & given aniv. Customer remains in the hosp in order to assist in regulating blood glucose levels. Controls were not provided. A request was made for return product and replacement product was sent.